Event description:
Family member of patient called novocure technical support line to enquire about being able to continue with therapy while patient was hospitalized with seizures. Patient with recurrent glioblastoma was hospitalized for approximately 6-7 days for a history of 2 generalized seizures (new onset, no prior history of seizures). He was wearing the novottf device at the time of the seizures and admission to hospital. Prior to admission, patient had been traveling a lot and was "exhausted" as per treating md. Novottf therapy was discontinued on admission and resumed after MRI evaluation. Patient was started on keppra (levetiracetam) and discharged to a rehabilitation facility for residual weakness (also present previously). As of (B)(6), patient remains on novottf therapy with no further seizures.

Manufacturer narrative:
Patient with recurrent glioblastoma experienced new onset seizure activity while using novottf therapy. Since time of event, patient has continued with novottf with no further seizure activity. As per treating md, seizures related to underlying progressive gbm and significant fatigue. Seizures unrelated to novottf therapy. Seizures were reported as adverse events on the pivotal ef-11 recurrent gbm trial in both arms on the trial (9% and 4% in novottf and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizures are a known complication of the underlying disease (recurrent gbm). Novocure medical conclusion: seizures related to progressive glioblastoma; unlikely related to novottf.